Event description:
A hospital in another country, reported that the blue cap in the pressure port of bc182 infant CPAP nasal tubing was found to be missing on two separate occasions. It was observed that the baby's saturation reading dropped on more occasions than normal during this period, possibly due to an open pressure port.

Manufacturer narrative:
An investigation will be carried out once we receive the complaint device. A follow up report will be provided.